Event description:
On (B) (6) 2010, patient reported having high blood glucose today. Patient reported her blood glucose was 9.3 mmol/l (167.4 mg/dl) this morning; she ate a snack and delivered 1.5 units of insulin. Patient stated she was unsure of how much to bolus for her snack and believes she did not bolus enough. Patient's target blood glucose reading is 7.0 mmol/l (126 mg/dl). Patient reported her blood glucose at lunchtime was 16.1 mmol/l (289.8 mg/dl) and she bolused 3.0 units of insulin for the meal and correction combined. Patient stated at 2:30 pm her blood glucose was 19.5 mmol (351 mg/dl) and she ate 13.7 grams of carbohydrates. Patient reported her bolus calculator recommended a bolus of 2.2 units of insulin for both correction and carbohydrates. Patient stated her blood glucose at the time of the call was 14.2 mmol/l (255.6 mg/dl). Reviewed bolus history; according to bolus history, the 2.2 unit bolus did not deliver. Patient stated she believed that she may have forgotten to bolus after calculating it on her bolus calculator. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.